Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (competitor device pulled out stent).

Event description:
An endeavor sprint rapid exchange (rx) stent was implanted to the proximal circumflex. The lesion was 80% stenosed with no tortuosity or calcification. The physician post dilated the endeavor sprint rx and then attempted to deploy a competitor stent in the om2. The physician was unable to deploy the competitor stent and during withdrawal of the competitor the endeavor sprint rx stent was pulled out too. The relevant device was inspected prior to use with no abnormalities noted. The patient is fine post procedure and no additional clinical sequelae were reported. Evaluation summary: a competitor device was returned for evaluation. The stent of the competitor device was severely damaged and deformed. The endeavor sprint rx stent was attached to the competitor stent. The endeavor stent was severely stretched and deformed.